Event description:
The pt had a history of "severe" native aortic stenosis and a CABG procedure was also performed at implant. Following implant, the initial postoperative echocardiogram was "normal"; however, subsequent echos demonstrated progressive increase in pressure gradient (peak 90 mmhg). Six months postoperatively, the pt became symptomatic and the valve was explanted. The hosp pathology findings indicated endothelialization of all sutures and a substance on each leaflet that corresponded to pannus when examined microscopically. Additional info will be requested.